Event description:
It was reported that during set up for the hemiorrhoidectomy case, when the generator was put into ready mode, error 4 was received. The case was finished by other means with no patient consequence.